Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber tip is still attached to the fiber; the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the output area appears depressed; the metal cap exhibits severe charred detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint of "fiber tip "lost"" could not be confirmed; a cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 223,931 joules while using the surgical fiber during a prostate procedure, the red "cursor" / aiming beam did not work laterally but at the extremity of the fiber. Time expended: 42:08 minutes - the fiber was replace and the procedure continued using a second surgical fiber. At 271,981 joules while using the second surgical fiber, the end of the fiber was reported to have cracked. Time expended 40:07 minutes no patient injury was reported; no additional information was available. This report is for the second surgical fiber used.